Event description:
In (B)(6), a klinoport arm (of ceiling support system used in operating room and ICU) suddenly descended. No one was injured. Initial findings show the incident was a result of a faulty weld on the linear drive of the arm.

Manufacturer narrative:
The first incident in (B)(6) concerned the serial number (B)(4) and was reported to the FDA on manufacturer report number 9681407-2010-00001. This was the second incident. Here no one was injured. This effects, according to our current knowledge, motorized vertically articulating klinoport booms of the types klinoport 706 klinoport 806 klinoport 906, klinoport 1006, klinoport 1306 with serial numbers (B)(4). Two affected units are currently installed in the united states, both at one facility. Trumpf is scheduled to lower the arms to the lower mechanical limit, disable the motor, and apply a warning notice to the units this week. Other than the vertical articulating mechanism, the units will remain functional, the risk of descending will be mitigated with these precautions. A warning notice will also be delivered to the facility. Trumpf is completing analysis of these incidents and preparing a corrective action plan. A follow-up report will be provided.